Event description:
It was reported by the patient that on (B)(6) 2025 the omnipod personal diabetes manager (pdm) would no longer hold a charge or turn on. The patient removed the battery compartment cover and noticed the battery was swollen. The patient reported they were not using the charging cord provided with the device. The patient was advised by a product support agent to only use charging cord provided with the device. No impact to blood glucose levels provided. The patient did not experience any physical harm or require medical treatment for the battery issue. The patient will be receiving a new pdm and was instructed to contact their physician to obtain the correct settings for the device. The device is not expected to be returned.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event.